Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the customer experienced high blood glucose and no delivery alarm. Blood glucose level at the time of the incident was 441 mg/dl which was treated with manual injection. It was unknown whether the auto mode feature was active or not at the time of incident. Troubleshoot for no delivery alarm was performed. The insulin pump passed both the high pressure test and displacement test. Troubleshoot for high blood glucose was declined. The insulin pump will not be returned for analysis.